Manufacturer narrative:
Additional manufacturer narrative: there can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. In this case, the device was not returned as it was requested to remain at the hospital. However, the valve was evaluated through four color images provided by the customer. All four images showed the valve at the outflow aspect. Customer report of aortic stenosis and one leaflet not opening completely could not be confirmed through image evaluation. All four images showed the valve with the leaflets in the closed position. The root cause for the reported event remains indeterminable. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information through its implant patient registry that a 25 mm aortic pericardial valve, implanted one (1) day, was explanted due to aortic stenosis and inadequate blood flow from the leaflet which corresponds to right coronary cusp. After implant, one of the leaflets did not open completely. The valve was replaced with a 23 mm aortic pericardial valve. Oversizing could possibly cause inadequate blood flow from the leaflet which corresponds to right coronary cusp. The device will not be returned for evaluation as the doctor would like to keep it at the hospital. Photos were provided by the doctor. No additional information was provided.